Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, the returned battery cap and test cap attached to the pump but continued to spin. There were two battery compartment cracks at the treads above the bumper and on eat the case seal below the bumper. All the cap contacts were within specification. There were no pump reboots observed int eh black box. The pump was successfully run on a 24 hours basal program with no reboots occurring. The original complaint was unable to be duplicated. The pump was opened and there was no damage observed to the power circuit. There was no moisture found internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.